Event description:
Event description guidant received information that this cardiac resynchronization therapy defibrillator (crt-d) and this transvenous implantable lead exhibited noise on the rate/sense and shock channel since implant. The noise is oversensed and inhibits pacing. The noise is reproducible with arm movements. High defibrillation thresholds were also observed. Technical services discussed possible causes; including, leads reversed in the header.